Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse found that the blood sampling valve (bsv) knob was loose. The fse tightened the bsv knob which resolved the issue. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(4).

Event description:
While troubleshooting the coulter lh 750 hematology analyzer the field service engineer (fse) found that the blood sampling valve (bsv) knob was loose. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.